Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket revision was performed approximately three weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) system with an absorbable envelope as the device site wound was not healing. Approximately three weeks after pocket revision, when the patient was seen in clinic, the site bandage was removed and the device was visible through a hole in the incision. The device system was explanted due to infection and the patient was treated with antibiotics. It was further reported that during interrogation of the device for extraction, the left ventricular (lv) lead was reported to have high thresholds. No further patient complications have been reported as a result of this event.